Event description:
It was reported that the pump battery was depleting quickly. There was no reported impact to the customer¿s blood glucose level. Customer declined follow up with technical support, pump was out of warranty and could not be repaired or replaced, and no additional troubleshooting or corrective actions were taken by technical support.